Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the existing cuff was broken during the placement of a catheter in the emergency room. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.